Event description:
Caller reported that pump malfunctioned after it got wet during swimming. Customer's blood glucose level rose to 500 mg/dl due to the malfunction. Customer corrected high blood glucose with an injection and did not require third-party assistance. Technical support planned to replace the pump, advising customer to use multiple daily injections (mdi) as a backup therapy. Customer was informed about updated pump software and shipping details, including putting the pump into storage mode before returning it.